Event description:
It was reported that during a supply change the connector would not fit or turn to the right when attaching to the pump, although the cartridge seated fully. The user then used a second connector, which attached successfully, and proceeded with the change without further assistance. Symptoms included no change in blood glucose. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included phone-based troubleshooting and education with successful resolution using an alternate connector. Investigation of this case revealed a connector attachment difficulty consistent with a component fit or alignment issue localized to the connector, with normal function restored by using a different connector. It was concluded, based on previously established findings for similar reports, that the cause was product performance issue due to a connector fit anomaly.

Manufacturer narrative:
Initial.